Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascvs0159 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported that the port needle leaked at hub while priming line. The device was not used on a patient.